Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2087392. Medical device expiration date: 30-apr-2027. Device manufacture date: 28-mar-2022. Medical device lot #: 0322848. Medical device expiration date: 30-nov-2025. Device manufacture date: 17-nov-2020. Medical device lot #: 0272711. Medical device expiration date: 30-sep-2025. Device manufacture date: 28-sep-2020. Medical device lot #: 1326346. Medical device expiration date: 31-dec-2026. Device manufacture date: 22-nov-2021. Medical device lot #: 1277992. Medical device expiration date: 31-oct-2026. Device manufacture date: 04-oct-2021. Medical device lot #: 0076346. Medical device expiration date: 31-mar-2025. Device manufacture date: 16-mar-2020. Medical device lot #: 9343301. Medical device expiration date: 31-dec-2024. Device manufacture date: 09-dec-2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle each from lots 2087392, 0322848, 0272711, 1326346, 1277992, 0076346, 9343301, and an unspecified lot had issues with difficult plunger movement during use. The following information was provided by the initial reporter: "for many years, a spa customer has been ordering product 320440 with great success. However, in the last few months, they have noticed that the stoppers on this product have become increasingly sticky and do not glide as easily as before. This has caused nurses to become concerned about using this product for injectables, as they now have to apply a lot of pressure to inject it, which could lead to over-injection and dangerous results."

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle each from lots 2087392, 0322848, 0272711, 1326346, 1277992, 0076346, 9343301, and an unspecified lot had issues with difficult plunger movement during use. The following information was provided by the initial reporter: "for many years, a spa customer has been ordering product 320440 with great success. However, in the last few months, they have noticed that the stoppers on this product have become increasingly sticky and do not glide as easily as before. This has caused nurses to become concerned about using this product for injectables, as they now have to apply a lot of pressure to inject it, which could lead to over-injection and dangerous results."

Manufacturer narrative:
H6. Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batchs # 2087392, 0322848, 0272711, 1326346, 1277992, 0076346, and 9343301. All inspections and challenges were performed per the applicable operations qc specification.